Event description:
It was reported that during a scoliosis correction procedure at t4-l5, the ti collars with grooves broke during final tightening. The collars were removed and replaced, and the procedure was completed with no adverse effect to the patient. Additionally, it was reported that the surgeon tightened the collars a little more than is recommended.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mni. A review of the device history records was performed and no complaint related issues were found. As reported, the surgeon tightened the collars a little more than is recommended; however, the investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information this report is for four ti collar with grooves. All four devices malfunctioned in a similar manner during this event and all four devices have the same lot number. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).